Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.a batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was available for evaluation. A visual inspection revealed that the septum of the center y site was inverted, confirming the reported condition. The septum was removed from the y site and visually inspected under a microscope, revealing that the center slit was present along with what appeared to be an off-center entry site. The root cause of the reported condition was undetermined.

Event description:
The facility biomedical technician reported to baxter an interlink continu-flo solution set that was leaking from the center port onto the patient's bed. This event occurred during infusion. It was later clarified that the septum of the port right below the blue roller clamp was pushed in. There was an adult male patient involved, but there was no report of patient injury or medical intervention in association with the event. There was no blood loss from the patient. The patient was on continuous IV fluids and medications; the drugs involved were morphine, lasix, and sol-medrol. The port was accessed with a plastic becton dickerson blunt tip cannula, which was reported to have been inserted straight and not at an angle. The specific lot number involved in this incident was asked but unknown. There is no additional information.